Manufacturer narrative:
Review of the most recent repair record determined the unit would not mesh properly. The cutter was replaced to resolve the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.

Event description:
It was reported that during surgery that the device does not mesh properly. There was no harm or injury to the patient or operator and no reported delay. Another device from the customer's inventory was used to complete the procedure. Due diligence is complete and no additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.